Manufacturer narrative:
The immediate action taken was to replace all of the customers pendants as they had a mix of new and old. Transmotion medical inc designed a new pendant which was released in 05/2013. The new pendant s considerably more durable than the older style pendants. The new pendant has been in production for 18 months and this is the first report of the new style pendant. Tmm is closely monitoring for additional, verifiable occurrences. Inspection and testing was completed by tmm on this specific pendant returned from the facility. The tmm pendant functioned as expected and the issue could not be duplicated. The only changes were the visible, external modifications the facility made themselves to the pendant to remove/adhere a holding clip. No significant environmental data when the event occurred, which could have contributed to the movement. Tmm believes this was actually attributed to skf's pendant, in which tmm already has an ongoing recall for the described event.

Event description:
Customer notified via e-mail that the device moved from a recline position to stretcher position. There was no injury that occurred and was notifying for information/service request only. No pt info was provided since there was not a reported injury.